Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x14 alarm occurred, indicating the pod was occluded. Timeouts were observed throughout the runtime of the pod. The fluid had no issues traveling the complete fluid path and no leaks were observed. No damages or deficiencies were observed in the drive mechanism assembly that would prevent the pod from operating as intended. No issues were found in the pod that would contribute to an occlusion. It could not be determined what caused the observed timeouts and subsequent alarm during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels rose to over 600 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly displayed an alert saying, "blockage detected" with a reference number "17-00026-07051-020." Symptoms reported include hyperglycemia, nausea, body discomfort reported as body hurting, vomiting, and was directed not to have any food intake. The patient was treated with insulin drip. The pod was removed at the emergency room. The patient was released after 4 days.